Event description:
The customer stated that he dropped the insulin pump and now there is a crack on the case. The reported blood glucose reading was 216 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked end cap. The insulin pump also had a blank display due to a broken component on the interface board.